Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. The most recent information was received on 20-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") and fatigue ("chronic fatigue") in a 51 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2023, 6136 days after essure (ess205) insertion, she experienced headache (seriousness criterion medically important), fatigue (seriousness criterion medically important), adnexa uteri pain ("pain in the ovaries although I am menopausal"), myalgia ("muscle aches") and dizziness ("dizziness") and was found to have gamma-glutamyltransferase increased ("my gamma gt levels keep increasing without alcohol consumption it was hard"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, headache, adnexa uteri pain, myalgia, dizziness or gamma-glutamyltransferase increased. The reporter commented: her gamma gt levels kept increasing without alcohol consumption it was hard to find what was happening to her so she wanted to know if the side effects of essure could appear after years of waiting for a response from you. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: r2314389) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") and fatigue ("chronic fatigue") in a 51 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2023, 6136 days after essure (ess205) insertion, she experienced headache (seriousness criterion medically important), fatigue (seriousness criterion medically important), adnexa uteri pain ("pain in the ovaries although I am menopausal"), myalgia ("muscle aches") and dizziness ("dizziness") and was found to have gamma-glutamyltransferase increased ("my gamma gt levels keep increasing without alcohol consumption it was hard"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, headache, adnexa uteri pain, myalgia, dizziness or gamma-glutamyltransferase increased. The reporter commented: her gamma gt levels kept increasing without alcohol consumption it was hard to find what was happening to her so she wanted to know if the side effects of essure could appear after years of waiting for a response from you. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 10-jul-2023: quality safety evaluation of ptc. After internal review, the case was upgraded to serious incident and the event headache was marked as serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.